Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 150 units. The customer's blood glucose level was reported to be 242 mg/dl, which was addressed with a correction bolus. The customer loaded a new cartridge onto the pump successfully and resumed insulin delivery.